Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor failed to pair, resulting in intermittent communication failure between the cgm and the responsible device; the user restarted the sensor with agent assistance, and the issue involved the antenna/electrical-magnetic communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of the antenna component within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.